Event description:
It was reported that a user of the ilet system experienced hyperglycemia, with glucose elevated overnight and peaking at 401 mg/dl, and remaining high despite an initial supply change that showed no visible infusion set issues. The user was in the early learning phase of ilet use and received education on correction boluses and appropriate management steps. Symptoms included high blood glucose. Outcomes included temporary disruption of routine activities while addressing the elevated glucose. Investigation included customer care troubleshooting, a walkthrough of the supply change procedure, and clinical guidance on correction dosing. Investigation of this case revealed that the infusion set and supplies appeared normal on user inspection, the device delivered correction boluses as guided, and glucose levels subsequently decreased to within target range. It was concluded that hyperglycemia occurred with cause unclear, and device function was not demonstrated to be defective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.